Event description:
It was reported that the catheter was being placed femorally for the pt. During insertion, the catheter was advanced through the cannula. In the process to place the catheter correctly, the cannula and catheter were pulled back a little bit. At which time, the physician noticed that the catheter was damaged. As a result, everything was removed and a new catheter was inserted without any problems. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. Initial investigation of the returned device determined that the event was the result of a product malfunction, therefore it is reportable. F/u report will be filed if add'l info becomes available.